Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery alarm and battery out limit alarm after battery change. The customer reported that the buttons were unresponsive. The customer's blood glucose was unknown mg/dl at the time of incident. The customer was unable to troubleshoot due to unresponsive buttons. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response on all buttons due to unlocked keypad connector on lcd board. Unable to verify for failed battery test, battery out off limit alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.